Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5408183, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 24-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 5408183. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 5408183 was manufactured according to the wi- version 101 manufactured in inset l13007 on 07-feb-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, one complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the nc. · 1. Include the defect in document 4805074 (work instruction inset line). · 2. Improve guards of the conveyors. · 3. Update trays for the stock of cannulas. · 4. Update document 3a02003 (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. · 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: · add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database 1771074- 30/sep/2025).

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula event on (B)(6)2025 leading to high blood glucose. The highest blood glucose of the patient was 710 mg/dl. Therefore, on (B)(6)2025, the patient first went to the emergency room for two hours and was subsequently hospitalized due to high blood glucose level. Further, the patient went to intensive care unit. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6)2025, the patient was released from the hospital with no permanent damage. The patient replaced infusion set and resumed insulin deliveries successfully. Moreover, the infusion set was used for one infusion set used for one day and site was patient's abdomen. Also, the symptoms were noticed three or more hours after insertion. No further information available.